Manufacturer narrative:
Please note that this device, solarice rx is not marketed in the united states; however, it is considered the same to the united states marketed product euphora rx. Evaluation summary: the device returned with numerous kinks evident along the hypotube. Blood was visible in the inflation lumen. Upon visual inspection a longitudinal tear was observed on the balloon working length. The balloon material was jagged and uneven along the length of the tear site. Kinks were visible on the distal shaft 4.4cm and 5.3cm distal to the guidewire entry port (B)(4).

Event description:
The physician intended to use a solarice rx balloon catheter to treat a lesion located in the lica which had 80% stenosis. No damage was noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected and negative prep was performed . The device was being used to both pre-dilate and post dilate the lesion. The device was inflated to 12 atm and it was reported that the balloon burst.

Manufacturer narrative:
Additional information: no calcification was seen in the angiography, straight carotid artery. No resistance noted while advancing the device to the lesion so no excessive force used. The device was not moved or repositioned prior to the burst. It was reported that the balloon burst on first inflation. A sudden drop in pressure was noted on the inflation device. The physician completed the procedure with another mdt device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.